Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needle broke off and was left in the injection site. Customer visited a hospital and a x-ray confirmed that the needle was not stuck in the patient.

Event description:
It was reported that bd ultra-fine¿ pen needle broke off and was left in the injection site. Customer visited a hospital and a x-ray confirmed that the needle was not stuck in the patient.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown.